Event description:
It was reported that the foley catheter water leaks. No abnormalities were detected throughout the catheter. Cut the inlet tube and discard the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter water leaks. No abnormalities were detected throughout the catheter. Cut the inlet tube and discard the bag.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: g. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.